Event description:
The customer reported that the provue probe is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted. Probe issues can lead to the dilution of reagents and samples, carryover, and cross-contamination which may lead to erroneous test results.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed a cracked wash station. The fe replaced the wash station and probe. All adjustments performed. Repairs have returned the instrument to expected operation. (B)(4)